Event description:
It was reported that one day post uneventful right internal carotid artery stenting proceudre, the pt developed bradycardia and was found to have pauses on her telemetry reading, sometimes greater than 4 seconds. A permanent pacemaker was placed the next day which was two days post stenting procedure. Once placed, the bradycardia resolved. The pt was discharged 4 days post procedure. There is no additional info available.

Manufacturer narrative:
The device was not returned and there was no lot info. We were not able to perform device inspection or device history record review in this case.